Manufacturer narrative:
Device evaluation summary: device evaluation of monitors (B)(4) has been completed. The reported problem (damaged front part of the monitor) has been confirmed. Upon inspection, it was found that the front response cover was missing and the switch has been pulled away from the backing. This would not allow the monitor to power on past the splash screen. The front response button was inoperative. The root cause of the inoperative response button cannot be positively determined, but was likely a result of physical damage. No adverse event resulted from the inoperative response button. The pt was issued a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that the front part of this monitor has lifted and a place of aluminum detached from it. The pt was issued a replacement monitor.